Manufacturer narrative:
Insulin pump was received with power error detected due to j6 connector resistance issue.

Event description:
It was reported that the insulin pump had low battery, replace battery and power error detected. Customer blood glucose level was unknown. Trouble shooting was performed. The device will be returned for analysis.